Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."

Event description:
It was reported that the customer experienced a blood glucose level of 350 mg/dl. The customer alleged that the pump was not delivering insulin, as the customer disconnected from the site and started the fill tubing feature to self-troubleshoot. Reportedly, the customer observed no insulin coming from the infusion tubing or cartridge pigtail while the fill tubing feature was activated. Customer was using apidra insulin. Reportedly, the customer reverted to manual injections for insulin therapy.